Event description:
It was reported that the local area representative requested a review of the recent stored events of this implantable cardioverter-defibrillator (ICD), which is alleged inappropriate therapy. Upon review of the presenting electrogram (egm), it was determined that the patient's self-conducted rhythm fell into the ventricular tachycardia zone. Which led to the ICD successfully detecting and delivering appropriate anti-tachycardia pacing (atp) and shock therapy. Data from this ICD was evaluated to confirm normal device operation. However, it was noted that the second atp delivered induced the patient into ventricular fibrillation (vf). Therapy did not convert the patient's rhythm and therapy was exhausted. Programming changes were performed and no additional adverse patient effects were reported. Currently, the ICD remains in service.